Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 300mm, standard nail per the sign technique manual. Surgeon comments: "it is old patient of distal femoral fracture. Initially fixed with sign nail 9-320 last three years. Non union was reported and there is no data on database (the surgeon who performed this fracture did not report in database). The removal of inserted sign nail and removal of fibrous at non union site. After removal of fibrous tissue in the marrow cavity and around the fracture site, 10-300 sign standard nail was inserted retrogradely. After fixation of three interlocking screws,the stability of fracture is not sure. The surgeon added augmentative plate was fixed on the lateral wall of femur."